Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device was disposed of by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400. During the procedure, as the physician was repositioning the coil, the coil unintentionally detached within the patients cavernous sinus and the cavernous left internal carotid artery.